Event description:
Information received by medtronic indicated that insulin pump retainer ring had no damage. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.

Manufacturer narrative:
S/w ver. Unknown. Retainer ring = black. On (B)(6) 2021 the customer reported a cracked battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: broken off piece from the battery threads, cracked battery threads, cracked case on the battery tube side, broken right belt clip rail, cracked middle (enter) keypad overlay, scratched case. Unit was received with a critical pump error (open book image) alarm. Unable to perform displacement test due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was unsuccessful since an open book appears while holding down the go back and down buttons. The case was cut open. After visual inspection, there is corrosion in/around the following: heavy corrosion along the bottom of the inside of the unit which includes pcba1 j7, j6 and the force sensor cable & components. After plugging a known good pcba2 and a known good pcba1 into the original case, the unit booted up normally. After plugging a known good pcba2 into the original pcba1 and then into the original case, the unit booted up normally again. After plugging the original pcba2 into a known good pcba1 and then into the original case, the unit booted up to a critical pump error (open book image) alarm. The force sensor zero offset measured within spec = 20.4 mv. In summary, the customer¿s report of a cracked battery compartment was confirmed during testing. The critical pump error (open book image) alarm and the inability to upload are due to pcba2 and the moisture damage on pcba1. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.